Event description:
The manufacturer received information alleging a ventilator's active exhalation control module was broken. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's dual limb cup was replaced to address the issue. In addition, the machine flow sensor, blower motor, blower seal, blower cap, cooling fan both fans, muffler assembly, outlet side panel, tubing, due to contamination, and the software was reloaded.